Event description:
It was reported that an electrical reset was noted upon interrogation of the device. The device was reset and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, addr=1195, data=09 on (B)(4) 2012 15:05:41. 1 - patient alert for por on (B)(4) 2012 15:05:41.